Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using a capio open access suture capturing device, as the lead suture was being placed through tissue, the needle detached. Reportedly, the detached needle remained in the ligament. The physician was fine with leaving the needle inside the patient and completed the procedure with another capio open access suture capturing device. There were no complications to the patient, who was stable and good at the conclusion of the procedure.

Manufacturer narrative:
Needle detachment.